Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported lots h20f09054 and h20f09070, which are not recognized as valid lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of transfer sets leaked under the cap (not further specified). This was noticed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.